Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer reference number 3006705815-2023-07569. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.